Manufacturer narrative:
The device remains implanted as per current state. A review of the implant's manufacturing record indicates that it was manufactured to specification. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
Patient¿s legal counsel reported patient underwent first revision on (B)(6) 2015 on right side. Legal counsel further reports patient underwent a second revision procedure on (B)(6) 2017 and continues to have pain post operatively. Tm acetabular revision shell was implanted during second revision and is the only tmt design controlled part. Patient continues to suffer from pain, discomfort, dysfunction,soreness and loss of range of motion in her right hip this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Second revision op notes demonstrated that the patient was revised due to cup loosening. The cup and three screws were removed. The anterior and posterior walls were deficient but intact and the medial wall fracture had healed. Bone graft was apply at the base of the acetabulum. A new tm shell was implanted with 7 screws. A lipped liner was cemented. The joint had good stability and no impingement in external rotation and extension. Zimmer-biomet has not approved the compatibility of legacy zimmer elevated liner with trabecular metal cup and this would be considered an off-label use of this product as indicated on the packaging insert. However, with the information provided it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.